Manufacturer narrative:
Code: other: previous investigations of tego component damages have been conducted. Although not always repeatable component damages that were replicated were attributable to incorrect usage/techniques. Those investigations identified various usage/techniques including; off center insertions and or off-center access with a long male luer slip type connector(s) while attaching / detaching; over tightening and use of non-compatible mating/access devices that fail to meet the iso standard 594/2.

Event description:
Complaint rec'd concerning leakage/component damage issues with use of d1000 tego connectors, lot# unk. The info rec'd reports " it looks like the rubber cap on the tip was "smashed". No harm to pt or nurse. Tego changed, but unfortunately, it was not saved." There was no pt injury and or adverse consequences. Previous investigations of tego component damages have been conducted. Although not always repeatable component damages that were replicated were attributable to incorrect usage/techniques. Those investigations identified various usage/techniques including; off center insertions and or off-center access with a long male luer slip type connector(s) while attaching / detaching; over tightening and use of non-compatible mating/access devices that fail to meet the iso standard 594/2. Findings: the involved tego connector was not returned for analysis and confirmation. The exact cause of the reported event, product issue is unk.